Manufacturer narrative:
Correction: section d9 ¿device available for evaluation?¿ was initially answered ¿no¿ when it was supposed to be answered ¿yes.¿ the device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that all the front led on the front panel were turned off and a beep sound came from the unit due to a faulty printed circuit board. The printed circuit board was replaced. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d9, h3, and h4 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined. Consideration: ¿error logs were not provided by the customer. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit alarm sound was generated, and the front panel was turned off. The issue occurred during unknown procedure. There were no reports of patient harm.